Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00198. The date of that submission was 19-mar-2025. One device was received for investigation. The reported issue was confirmed during functional testing when the reported leaking issue was duplicated. However, the investigation did not identify a root cause for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored.

Event description:
It was reported that the tubing at the clip-on leaked. There was patient involvement, no patient injury was reported.